Manufacturer narrative:
A ge oec service representative investigated the issue, and it appears the issue was related to a high voltage cable that would affect the image display and issues noted with maximum techniques. If other is found to be the issue, an update will be filed. No further service entries noted. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not produce an image. The left monitor (live) was blank and technical factors went to maximum values.